Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (battery problem) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack indicated a problem when placed in a charger.